Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra meter. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer the follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on at the beginning of (B)(6) 2011. He obtained a glucose result of "170 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with novolog insulin (self adjuster) and "over the past month" prior to contacting lfs he continued his usual dose of medication. On (B)(6) 2012, at 8 pm he reported feeling sweaty and lightheaded. It is unknown what type of results he was obtaining on the subject meter for this day. In response to his symptoms, on (B)(6) 2012, at 8 pm, he reportedly self treated with glucose tablets. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient's meter has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed. The 510(k) # is k062195.